Event description:
Boston scientific crm received info that this rv lead dislodged and threshold had increased (pt was still capturing). The clinic used a 4137 lead as a temp pacing lead as the pt was dependent. They repositioned the 4136 and retained it. The 4137 was kept by the facility and will not be sent back. No further info is available. If additional info should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.